Event description:
Per the info provided to co by the physician's office, the device was removed due to "non-function". As reported to co, the pump/cylinder set and assembly kit component only were removed and replaced. The reservoir, catalog #9075k/135476 was left in place since initial implant.